Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, and a battery depletion code was recorded. A requested was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Also, health care professional (hcp) wanted to know how to turn off beeping. Technical services (ts) consultant walks through beeper control and recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.